Manufacturer narrative:
No display anomaly was noted during testing. The pump passed the displacement test. The pump had a cracked reservoir tube lip and minor scratches on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display is scratched and unreadable. Customer's blood glucose was unknown at the time of incident. No further information was given.